Event description:
It was reported that on (B)(6) 2014, during a mid left anterior descending coronary artery (mlad) stenting procedure, post xience xpedition otw stent deployment, there was a plaque shift occurrence leading to a 60-70% stenosis of the 1st diagonal artery branch. An unplanned percutaneous transluminal angioplasty was done as treatment and the event resolved without further adverse patient sequela the same day. The patient was discharged home on (B)(6) 2014. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.